Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzers from the reported catalog number (0500318e) shipped to this account within the selected time frame. A records review was performed on the (B)(4) lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria.

Event description:
The clinical manager at the user facility reported that a dialyzer blood leak occurred at the onset of a patient's hemodialysis (hd) treatment. The internal blood leak was visible in the arterial header, and extended into the arterial drain. The 2008t hd machine generated a blood leak alarm when the leak occurred. Blood test strips were used and confirmed the presence of blood in the dialysate. The blood within the extracorporeal circuit was not returned to the patient. The patient's estimated blood loss (ebl) was noted as being approximately 300 milliliters (ml). No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was re-setup on a different machine, and then the hd therapy was continued and successfully completed. The complaint device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.